Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved, no symptoms at the time of the call and no medical attention reported.

Event description:
Consumer reported complaint for hi blood glucose test results. (B)(6), case manager, is calling on behalf of the customer. The customer is concerned with tests results from all high results obtained. The customer's expected fasting blood glucose test result range is 100 to 150mg/dl. The customer did report symptoms of nausea, fatigue, frequent urination and vomiting. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: the customer is concerned with hi, 310, 465, and 226. All results are fasting. No back to backs were acquired. The customer called and stated that her meter was reading higher than his normal range of 100-150 mg/dl. The customer stated he was not in good health and is exhibiting symptoms of high blood sugar at this time. Ems was contacted by the case manager (erin) of the customer who was present at the time of the call.